Manufacturer narrative:
Incompatible screw was used which has broken and caused incomplete loading resulting in loosening.

Event description:
The device was initially implanted about a year ago and used properly without any complications. During follow-up appointments, a non-compatible/non-validated prosthetic screw was used with the restor3d implants. The patient is now experiencing some pain on the left side of the midface. Upon inspection by a surgical team, the left prosthesis of the maxilla was visibly loose and wiggles when pressed. The right side implant has a broken-off screw in the posterior abutment, which is the non-compatible screw.